Event description:
The biomedical engineer (bme) reported that this is a recurring issue, and the central nurse's station (cns) is not audibly alarming. They are getting visual alarms but no audible alarms. They rebooted the unit, and it is working now, so they are not returning it for evaluation. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this is a recurring issue, and the central nurse's station (cns) is not audibly alarming. They are getting visual alarms but no audible alarms. They rebooted the unit, and it is working now, so they are not returning it for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this is a recurring issue, and the central nurse's station (cns) is not audibly alarming. They are getting visual alarms but no audible alarms. They rebooted the unit, and it is working now, so they are not returning it for evaluation. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that this is a recurring issue, and the central nurse's station (cns) is not audibly alarming. They are getting visual alarms but no audible alarms. They rebooted the unit, and it is working now, so they are not returning it for evaluation. No patient harm was reported. Investigation conclusion: based on the available information, a definitive root cause could not be identified. A possible cause of the issue is user error. It is possible that a user may have inadvertently change the sound/audio settings of the device, and a reboot of the device would have reset the setting to the correct default setting resolving the issue. If the audio cable was accidentally unplugged, and was plugged back in, and the settings are incorrectly set, the audio output may be assigned incorrectly, and no audio would be heard. No patient injury was reported by the customer. Visual alarms are still present on the device to indicate an alarm. The issue was resolved by simple troubleshooting - rebooting the device. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device: attempt #1. 02/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 02/08/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.